Event description:
Additional information received on 05/05/25 for mw5169062. Findings of the investigation: this complaint was sustained as category ii. In addition to the above summary, (B)(6) on april 24, 2025, provided an email with responses to a questionnaire sent on april 15, 2025, from mr. (B)(6) with (B)(6). (B)(6) stated the following, ¿other individuals involved with the product deficiency were (B)(6) and this incident resulted from a material deficiency.¿ (B)(6) also stated that the supply technician, department heads, quality manager nurse, and the infection control nurse were notified regarding this incident. There were no photos attached with the submission of this pqdr. Psr # (B)(4) was submitted.

Event description:
Will request refund. The halyard gloves, size medium were found with small multiple holes and pose risks for clinicians in dental providing patient care. Affected gloves: 1 case/10 individual boxes. Three boxes were still in supply room storage (unopened) while the other seven (7) were in dental exam rooms (we were able to pull them out right away upon identification). Reference report mw5169053, mw5169054, mw5169055, mw5169056, mw5169057, mw5169058, mw5169059, mw5169060, mw5169061.